Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had taken too much insulin and the device had suspended. Customer's blood glucose was 302 mg/dl. Customer treated with manual injection and accidentally pressed act on the insulin pump and delivered more insulin. Customer's blood glucose was dropped to 39 mg/dl. Customer was encouraged to treat with orange juice. Customer will not be returning the device for analysis.